Event description:
It was reported that the xience prime device was positioned at the unspecified lesion. Pressure was applied to the stent delivery system (sds) balloon, up to rated burst pressure, however it did not inflate. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.